Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. This type of failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, sparks and smoke were observed at the end of the fenestrated bipolar forceps upon energy excitation. The instrument was removed and the customer saw that the plastic part of the clamp end was blackened. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was inspected prior to use, and there was no damage found. The customer did not use a green monopolar energy cable for this instrument. The customer was using the johnson ligasure generator/electrosurgical unit (esu) with settings cut: 50/coag: 50. The cadiere forceps was also being used. There was no report of the instrument tips colliding with any other instrument or tool during procedure. When activating cautery energy, the instrument tips were in contact with tissue. The instrument was removed to clean char during the procedure. No post-surgical complications were reported. No information was provided pertaining to relevant tests or laboratory data that were performed specific to the incident.